Manufacturer narrative:
(B)(4). A customer returned an actual sample for evaluation. A visual examination of the sample confirmed the reported condition of the tip of the male connector of the clearlink set being broken inside the flo-link valve. The customer confirmed that kelly clamps were used because it was not possible to manually disconnect the two parts; the root cause of the broken luer lock was due to the use of the kelly clamp. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of a clearlink micro extension set in which the male luer lock broke off in the flolink valve during patient care requiring the line to be opened to change out the valve. The process step is unknown as well as any report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The batch review cannot be performed since there was no lot number provided.